Manufacturer narrative:
No one was injured as a result of this event. Spacelabs is evaluating this event and will file a follow up report when our evaluation is concluded.

Event description:
The customer reported a 7 minute run of vfib with no alarms on the 91387 pt monitor.